Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 388 mg/dl with increased thirst related to an inaccurate delivery issue on the insulin pump and structural damage to the battery compartment. The reported blood glucose does not meet animas criteria for an adverse event. The pump was unavailable for troubleshooting at the time of the event. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.